Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log was download and attached and showed that someone change the volume from 100ml to 8ml and that?s why a large volume remained in the bag. Low trip alarm came and thought the infusion finish and turn the unit off. Visual inspection and run deltec test over delivery were performed. The customer reported problem was confirmed which was showed in pump ehl and the pump failed manufacturing accuracy testing. The investigation retrimmed the pump expulsor to bring the pump accuracy to a more normal range. The problem source of the reported problem is user interface.

Manufacturer narrative:
Customer phone: (B)(6).

Event description:
Information was received indicating that a smiths medical pump was being used for chemotherapy. Pump calculations were correct, the bag was weighed prior to infusion start. The second dose was due to be completed at approximately 3am. At 3am when the bag was disconnected, a large volume of fluid remained in the bag. An additional 96ml was added to be infused for the patient. This was done several times as the bag still had residual volume in it. There were no reported adverse events.